Manufacturer narrative:
The following other devices were added to this report: triathlon ps fem component, cemented; cat# 5515-f-501; lot# yggj; triathlon prim cem fxd bplt #5; cat# 5520b500; lot# snbsh; triathlon asym patella a32x10; cat# 5551l320; lot# lbl017; simplex p full dose 1 pack; cat# 6191-1-001; lot# req116. An event regarding instability and audible noise due to patient related factors involving a triathlon ps insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation as it remains implanted. Medical records received and evaluation: diagnosis of patient-related failure mode is one of exclusion of device-related factors, most probably also without procedure-related factors while the clinical history and reported findings are most probably related to patient trauma to the mcl causing instability although the time of acquisition of trauma is not quite sure, might be prior to or post tkr but both instances would be exclusively patient-related and not related to any issue of the arthroplasty components themselves in any sense. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review, the reported pain and audible noise are most probably related to the patient's trauma to the mcl causing instability although the time of acquisition of trauma is not known but would be exclusively patient-related and not related to any issue of the arthroplasty components themselves. There is no evidence or indication in the provided records of the reported wear.

Event description:
Patient is experiencing pain and clicking sound after implants were put in on his left knee a few years ago. Patient is using a cane to walk for past couple of years. Doctor suggested that he should go for physical therapy ( patient is ) due to excessive wear of the implants.

Event description:
Patient is experiencing pain and clicking sound after implants were put in on his left knee a few years ago. Patient is using a cane to walk for past couple of years. Doctor suggested that he should go for physical therapy (patient is) due to excessive wear of the implants.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information will be requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.